Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding") and allergy to metals ("symptoms of nickel allergy"). The patient underwent a procedure to remove the essure on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered allergy to metals, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding"), the first episode of allergy to metals ("symptoms of nickel allergy") and the second episode of allergy to metals ("hypersensitivity, nickel"). The patient was treated with surgery (underwent a procedure to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and the last episode of allergy to metals outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, vaginal haemorrhage, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: (unspecified): not reported. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Events genital bleeding and allergy to metals were added. Demographics, lab data, essure indication (amended), essure insertion date (updated) were added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.